Manufacturer narrative:
(B)(6). The foreign distributor determined that the cause of this event was a faulty front panel. The foreign distributor was shipped a replacement front panel to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for evaluation. As of april 10/2015 the alleged faulty front panel has not been received. Should the alleged faulty front panel be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The device's touch screen was not responding. The distributor observed what appeared to be an oil (liquid) patch at right bottom corner on the screen. No pt involvement was reported to the distributor.